Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump error 35 (a broken force sensor was detected during seating or regular delivery). Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error (open book image). P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Unable to perform the displacement test and self test due to critical pump error (open book image). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool it recorded pump error 35 and pump error 53. Pump error 35 was triggered twice on 11/06/2023 at 20:19:00.00 and 20:29:00.00. Pump error 53 (esf# : 3764387, line = 0 and file number = 0) was triggered twice on 10/27/2023 from 13:57:31.00 and 14:00:24.00. Critical pump error was confirmed due to pump error 35 and pump error 53. Per engineering troubleshooting guide, it was determined that pump error 35 was confirmed due to hardware issue and pump error 53 was confirmed due to software issue. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, keypad flex connector and force sensor causing electrical short. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, label damage (stained), cracked case (battery tube), cracked case and scratched case. In conclusion, customer concern was confirmed with critical pump error (open book) due to pump error 35 and pump error 53. Pump error 35 was triggered by corroded force sensor gold traces. Pump error 53 was confirmed due to software issue. Moisture damage confirmed at the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.